Event description:
On the initial MDR it was stated that one of the basic troubleshooting steps that were performed was that it was confirmed that the handheld was not plugged into the handheld. However, this was supposed to state that it was confirmed the handheld was not plugged into the wall.

Event description:
On (B)(6) 2012, it was reported by the physician's office that the physician was having issues with the programming system since last year. It was stated that the handheld screen is freezing after it is turned on (prior to interrogation) and cannot be used. Basic troubleshooting steps such as checking the battery, confirming the handheld was not plugged into the handheld, and performing resets could not resolve the issue as the issue did not occur every time the handheld was turned on. It was stated that the freezing issue would occur at different times. The product is pending return to the company for product analysis. No patients were affected by the issue.

Event description:
The handheld and wand were returned on (B)(4) 2013. Product analysis of the handheld identified that the handheld was unable to advance past the screen alignment utility. The cause for the anomaly is associated with debris that was trapped between the screen and top bezel. Once the debris was removed and the screen was cleaned no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Product analysis of the wand found no visual or mechanical anomalies. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications.

Manufacturer narrative:
Description of event, corrected data: it was incorrectly stated that one of the troubleshooting steps performed was that the handheld was not plugged into the handheld; however, this was supposed to say that it was checked the handheld was not plugged into the wall.